Manufacturer narrative:
The siemens technical solutions center (tsc) was contacted by the customer. The tsc evaluated the instrument data and determined that the integrated multisensor technology (imt) pump rate was low. The tsc also determined the instrument was displaying measurement errors on diluent check. The tsc instructed the customer to replace the x tubing and ensure the rotary valve air-way was clear. The cause of the discordant sodium and chloride results is unknown. The customer successfully ran qc. The instrument is performing within specifications. Further evaluation of the device is not required.

Event description:
Discordant sodium (na) and chloride (cl) results were obtained on two patient samples on a dimension exl with lm instrument. The na and cl results were reported to the physician(s). The samples were repeated on the same instrument and the corrected na and cl results were sent to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant na and cl results.